Manufacturer narrative:
A getinge field service engineer (fse) checked and drive manifold assembly (d104-00-0031) was replaced. After the replacement, the functional parameters of the equipment are tested to be normal and delivered for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had shuts down automatically. There was no patient involved

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had shuts down automatically. No personnel were injured